Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. Patient's father was advised to reset the receiver and the smart device, and the connection was restored. No additional patient or event information is available. No additional patient or event information is available.